Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The sensing vector was set to the secondary vector. During an office follow-up the other two sensing vector had railing noise. Technical Services advised replacing the electrode. There were no additional adverse patient effects. The system remains implanted.